Manufacturer narrative:
In previous report device problem code grid was added incorrectly, in this report it was corrected. In box h device problem code grid was updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of dizziness, headache, vomiting, nausea, eye irritation, nose irritation, inflammatory response and respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Box d: suspect medical device was updated in this report as follows: product brand name, model number, catalog item identifier, product UDI was updated in this report.